Event description:
Pt initially reported "infection" however did not report product info. Attempts to contact the pt for more info and treatment, if any, were made with no reply. This is being filed as an unconfirmed infection.

Manufacturer narrative:
Pt reports infection, although did not report product info. This is being filed as an unconfirmed infection. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident the pt complaints of. Coclusion: no conclusion can be drawn.